Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure, aortic insufficiency, septic shock, and patient outcome could not be conclusively determined through this evaluation. The account reported that the device operated as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists death, multiple organ failures/dysfunctions (including hepatic dysfunction, renal dysfunction, and respiratory failure), and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information received stated that the patient was admitted on (B)(6) 2022 with end stage heart failure and presented with lethargy and fatigue. The patient was found to be in multisystem organ failure with liver, renal and respiratory failures requiring intubation. Transesophageal echocardiogram (tee) showed severe aortic insufficiency with flail leaflet but the patient was not a surgical candidate. The patient had cardiogenic shock with possible septic shock. Despite maximal vasopressor support the patient continued to decline and changed code status to do not attempt resuscitation (dnar). The patient's family decided to withdraw life support and the patient passed away on (B)(6) 2022.